Event description:
It was reported that during a breast biopsy procedure, an error code l3-021 repeatedly occurred. It was unknown how the case was completed. There were no adverse consequences to the patient. One device will be returned for analysis.

Manufacturer narrative:
The unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the vacuum system - vso. Part replaced that was unrelated to the customer complaint was the uniboard. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.